Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist states that the patient was seen in the office for a full orthodontic evaluation. Patient had caries in previous visit that was present and treated with composite restorations. The patient has a class I occlusion with no crossbites. Due to the patient having moderate to severe crowding on both upper/lower teeth and moderately excessive overjet/overbite it is highly unlikely the patient will achieve the goal using byte. The patient requires at minimum composite attachments to aid in movement of teeth, interproximal reduction due to crowding. It is recommended that the patient discontinue byte aligner treatment and purse another aligner treatment or traditional braces where more consistent tracking of the patient's orthodontic treatment can be monitored by a dental professional. This is a contraindicated patient.